Event description:
The report received from the affiliate indicated that while preparing for an embolic coil embolization, the physician felt some resistance while removing the orbit rdfl complex fill coil from the protective hoop. The physician then removed the coil by straightening the hoop and the coil was noted to be out of the delivery sheath. The product was not clinically used in the patient/occurred on the preparation table. The physician used other orbit coils to complete the procedure successfully. There was no reported patient injury. The aneurysm measured 20 mm. X 14 mm. The product was stored properly according to the IFU. Addendum: based on the preliminary analysis, the coil was noted to be stretched.

Manufacturer narrative:
The product was returned for inspection. The report received from the affiliate indicated that while preparing for an embolic coil embolization, the physician felt some resistance while removing the orbit rdfl complex fill coil from the protective hoop. The physician then removed the coil by straightening the hoop and the coil was noted to be out of the delivery sheath. The product was not clinically used in the patient/occurred on the preparation table. The physician used other orbit coils to complete the procedure successfully. There was no reported patient injury. The product was stored properly according to the IFU. Based on the preliminary analysis, the coil was noted to be stretched. The product was returned for inspection. A non-sterile orbit rdfl complex fill coil was received coiled inside of the carton, pouch and dispenser. The device was inspected and several kinks were noted on the device hypotube and support coil, which could be seen through the dispenser. Upon visual inspection a foreign matter was noted throughout the dispenser and the hub and hypotube of the device. The zipper was noted to be above of the support coil, instead of at the area of the hypotube. The device was removed from the dispenser, the introducer was unzipped, and residues of foreign matter were also noted on it and over the support coil. Part of the support coil, the gripper and the headpiece were received inside of the introducer, the gripper was found without damage and the headpiece attached to it, the embolic coil was found stretched. The hub was inspected and blood was noted inside of it. The embolic coil and the gripper were inspected under microscope; the gripper was found without damages and the headpiece attached to it, the embolic coil was found stretched. Additionally, a sem analysis was performed on the device in order to determine the elements contained in the foreign matter. The deposited residues found on the zipper and on a segment of dispenser were composed of carbon, oxygen, sodium, chlorine and iodine. It is possible that some of the elements found (sodium, chlorine) could have come from saline solution and iodine could have come from contrast media; solutions used in interventional procedures. Resistance was felt during attempt to remove the orbit system from the dispenser; this was due to the dried foreign matter found on the device. After several attempts, it could be successfully removed from the dispenser, the zipper condition over the support coil; the kinks and the stretched condition of the coil were confirmed upon removal of the device from the dispenser. Additionally, the residues of the foreign matter throughout the entire device were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Difficulty removing the device from the dispenser was confirmed with functional testing and was due to the presence of foreign matter composed of carbon, oxygen, sodium, chlorine and iodine. There is nothing with these components used in the device production process; the components are consistent with saline and contrast used in the procedures that utilize this device. Additionally, there was evidence of blood was found inside of the hub, which further indicates a relationship to procedural use/handling. It is possible that the device was flushed while in the dispenser hoop, which is not outlined in the instructions for use, but is outlined for other types of concomitant devices used in endovascular procedures. Based on the report that the device was eventually removed from the hoop it is also possible that it was then exposed to solutions used in the procedure after removal from the hoop. With review of the available information, no definitive conclusion can be made; however, with review of the analysis, the manufacturing process, and device history records, there is no indication that the event or condition of the returned device is related to the manufacturing process. Procedural/handling factors appear to have impacted the event and the findings. Therefore, no corrective actions will be taken at this time. Please note that this is the initial/final report for this product.